Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿; although specific value was not provided. Reportedly, the cause for the reported issue was due to a auto off alert and alarm. A correction bolus via the pump was delivered to address bg. Tandem technical support educated the customer on the auto-off safety feature.